Event description:
It was reported that after replacing a bent cannula and completing a supply change on an ilet system, the user experienced hyperglycemia with a fingerstick value of 343 mg/dl and no observed site leakage; insulin delivery was documented as onboarded and then reduced as glucose briefly trended down, and a subsequent check confirmed a continued downward trend to 294 mg/dl. Symptoms included hyperglycemia and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.